Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. The target lesion was located in the proximal right coronary artery (rca). The physician selected a guidezilla extension catheter for use during the procedure. When the device was being removed from the patient the device broke. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.